Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging the onetouch ultralink meter is giving inaccurate high readings of ¿307 and 307 mg/dl¿ compared to feeling/normal reading. The complaint was classified based on the customer care advocate (cca) documentation and the follow-up information obtained on (B)(6) 2014. The patient reportedly has a kidney disease and is not able to process insulin as quickly. She claimed that she has to take extra insulin because her blood glucose does not respond quickly enough. Sometimes this can result in hypoglycemia because she takes too much insulin. The patient received the alleged high readings of ¿307 mg/dl¿ on (B)(6) 2014 and took insulin accordingly. Two hours later, she tested on the subject meter again and received the same reading of ¿307 mg/dl.¿ again, she took insulin based on the lfs meter reading. During evening time, she was not hungry and skipped her dinner. Before bedtime, she had some tea and toast. She usually tests her blood glucose before going to bed but on that day she was tired and did not test her blood glucose. In the middle of the night, the patient fell out of bed. Her husband tried to assist her but she was feeling confused and did not respond well. She eventually went unconscious. The paramedics were called. Upon arrival, the emergency medical service team tested the patient at below ¿40 mg/dl.¿ the patient was given a shot of glucose. When she came to, she was given oral glucose until she was feeling better. During troubleshooting, the patient confirmed the unit of measurement was set correctly. The test strips were within the discard. In addition, she claimed that when she compared her onetouch ultralink meter to her onetouch verio meter, the subject meter reads 50 point higher. The patient could not provide any numeric values. This complaint is being reported because the patient required treatment suggestive for hypoglycemia after she took insulin based on elevated lfs blood glucose readings. The lfs products were replaced and requested back for investigation.